Event description:
The customer reported via phone call that the insulin pump alarmed button error while setting up a bolus. The insulin pump kept beeping and took the battery out. Customer's blood glucose level was 246 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. However, no button error alarms were noted. The pump had a cracked case at the display window corners and battery tube threads, minor scratches on the display window, and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.